Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 1825034-2015-00448 / 00449 & 2017-00083.

Event description:
It was reported a patient underwent a left hip revision procedure approximately 12 years post-implantation due to left hip pain, decreased range of motion, and reaction to metal debris. During the revision, well-fixed femoral and acetabular components, significant erosion of the greater trochanter, and corrosion at the head-taper junction were noted. All components were removed and replaced and a poly bearing was implanted.